Event description:
The patient experienced a whitish pus-like discharge that has started 2 or 3 weeks post-surgery and persisted for a month or longer. It seems to have disappeared over time. This has been non-infected and has been tested very carefully. It is however, associated with poor wound healing subsequently and is sub-optimal for the patients to have to come back to clinic for dressing and have their rehabilitation delayed.

Manufacturer narrative:
No product is being returned for eval. Reinforced surgical technique to customer.